Event description:
Siemens microscan walkaway 96si panel pos combo 26, giving false resistent infection - fifteen -15- pts with possible false infection secondary to software update -v 3.01-. Cases are under clinical revision. Dates of use: 2009. Diagnosis: infection detection. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? No.